Event description:
A physician reported that they were getting intermittent red status on their polestar integration system camera. The surgeon elected to use an alternate stealthstation system to complete the planned procedure. There was no impact on the patient outcome.

Manufacturer narrative:
The suspect camera a.k.a. Position sensor unit (psu), was returned for evaluation and found to be out of specification. Tracking was found to be normal throughout the volume during a functional test, however, the psu failed the accuracy assessment kit (aak) test at 0.68mm along with high line separation of 1.85mm. The psu is out of calibration. A replacement camera was sent to the site for system repair. No further issues reported after camera replacement.